Event description:
It was reported that this patient with a newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited poor healing and erosion surrounding the device pocket. The physician cleaned and re-sutured the pocket, and the patient is receiving nursing care for 15 days. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.